Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 his blood glucose, carbohydrate intake and insulin history. The pod was removed and he noticed the cannula was kinked.